Event description:
It was reported that fluoro images revealed externalized conductors on a previously capped lead. Patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.